Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. The customer changed the pump supplies. A pump system check was performed using the new supplies to confirm the pump was functioning properly. The cartridge and infusion set tubing were operating as intended.